Manufacturer narrative:
Additional information received (B)(4) 2010: the packaging appeared normal and there was no indication of difficulty in removing the device from the packaging. When the package of the 3.0 x 33mm cypher select+ was opened and the unit was removed from the protective sheath, the physician confirmed the proximal edge of the stent to be flared. Therefore, the physician did not use the cypher select+ and a new cypher select+ (same size) was selected. The procedure was finished successfully. There was no patient injury reported. The product was not clinically used in the patient, but will not be returned for analysis due to the patient's infectious disease. The packaging appeared normal and there was no indication of difficulty in removing the device from the packaging. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Therefore, no corrective actions will be taken at this time. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
When the package of the 3.0 x 33mm cypher select+ was opened and the unit was removed from the protective sheath, the physician confirmed the proximal edge of the stent to be flared. The physician did not use the cypher select+ and a new cypher select+ (same size) was used instead. The procedure was finished successfully. There was no patient injury reported. The product was not clinically used in the patient, but will not be returned for analysis due to the patient's infectious disease.